Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse performed system check, high sensitivity system check, and a precision run which all passed. After testing, the fse found the wash pump lower seal was allowing air leakage into the wash pump chamber. Pump seal was replaced. The fse verified performance per established procedures. The fse concluded that hardware is the root cause for this event. This is one of four separate MDR reports related to four patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02146, 02147, 02148 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to low end imprecision for accutni (troponin I) results generated on the synchron lxi 725 clinical system for four patients. The initial results were reported outside the laboratory. The patient samples were retested on another instrument and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.